Manufacturer narrative:
It is not clear whether the events reported were associated with ams or non-ams devices. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report #2183959-2013-00743. It was reported in the journal of sexual medicine that a retrospective review of pts was performed for pts who had an aus placement between (B)(6) 2011 and (B)(6) 2012. This study reviewed pts who had their aus balloons placed using a "high balloon placement beneath the rectus abdominus muscle." It was noted that a total of 46 pts received an artificial urinary sphincter. Early postoperative complications were noted; one pt had a scrotal hematoma another had urinary retention that resolved after 4 days of catheter decompression. It was also reported that one aus pt sustained an erosion of a 3.5cm cuff. No other revisions or removals were required.